Event description:
It was reported that the device was used during a open nephrectomy. The surgeon used the device for the 3rd firing, with a white reload on the renal vein at the base of the vena cava. When the device was fired, the staples formed on one side of the cut line but not on the other. The patient had 500cc of blood loss and the bleeding was controlled by hand and sutures. The patient did require a blood transfusion. After the incident occurred the surgeon went back to checked the other two staple lines and found a lack of hemostasis. Sutures were used to "shore up" the staple line and the case was completed. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.